Manufacturer narrative:
Endologix received three devices for evaluation, packaged in bio kit with blood and tissue residue present: 28mm bifurcated stent graft, twio34mm suprarenal aortic extensions. The devices were separated in the packaging, as a result, this evaluation cannot confirm the reported observation of a type 3a endoleak. At the completion of the clinical evaluation, based on the information received the following were confirmed; endoleak type iiia between main body and proximal extension, and sac growth. Additionally there was evidence to reasonably support the following observations; unintentional movement of the first and second suprarenal cuff, and dilation of the superior stent margin of the main body. The clinical assessment was based on adequate patient medical records, and adequate patient images. Based on the information available the root cause of the reported event is unknown. Clinical found evidence to reasonably suggest the following contributing factors to the reported event; off label use, and dilation of the proximal stent margin.

Event description:
Patient initially implanted with a bifurcated stent and two suprarenal aortic extensions on (B)(6) 2012. A follow up computed tomography angiogram (cta) showed aneurysm sac growth, there was no clear endoleak identified. The physician elected to explant the devices and complete an open repair. During the endovascular procedure the physician observed a type 3a endoleak between the main body and the proximal extension. The patient is stable.

Manufacturer narrative:
Endologix received three devices for evaluation, packaged in bio kit with blood and tissue residue present: 28mm bifurcated stent graft, twio34mm suprarenal aortic extensions. The devices were separated in the packaging, as a result, this evaluation cannot confirm the reported observation of a type 3a endoleak. At the completion of the clinical evaluation, based on the information received the following were confirmed; endoleak type iiia between main body and proximal extension, and sac growth. Additionally there was evidence to reasonably support the following observations; unintentional movement of the first and second suprarenal cuff, and dilation of the superior stent margin of the main body. The clinical assessment was based on adequate patient medical records, and adequate patient images. Based on the information available the root cause of the reported event is unknown. Clinical found evidence to reasonably suggest the following contributing factors to the reported event; off label use, and dilation of the proximal stent margin.